Event description:
It was reported that during an unk procedure, the clips would not advance. The device was jammed, then no clip could be released. Another like device was used to complete the procedure. No pt consequence reported.

Manufacturer narrative:
Eval summary: the analysis results for the mcm30 instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips. The feedbar was noted to be damaged and protruding from the shaft and a clip was noted to be misassembled causing the clip not to feed. In addition, the cartridge cover was noted to be cracked. No conclusion could be reached as to what may have caused the found damge. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.